Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the left anterior descending artery. A 38 x 2.75mm promus premier stent was advanced to treat the lesion. However, the device could not reach the lesion and when the device was removed, it was noted that the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.